Event description:
It was reported that during a mandible fracture repair bilateral free flap with reconstruction, as the surgeon was using the cutters, both pair broke into two (2) pieces. There were no pieces to retrieve from the patient, as the cutters were being used at the back table. In addition, as the plate was being bent to fit, it broke. The surgeon used another cutter and a standard plate to complete the procedure without further incident. No adverse effect to patient was noted. This report is for an unknown plate. This report is 3 of 3 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)